Event description:
The patient was being discharged to home. Staff was transferring patient from bed to wheelchair and foot end of bed rolled. Brakes were on, but when patient pushed on the bed it moved resulting in patient being lowered to floor. No patient injury. The patient denies any pain or distress. The patient's doctor was notified and the patient was discharged. The bed was tagged and checked by biomed where the complaint was confirmed. Other secure 2 beds were checked and exhibited the same issue. Stryker was notified and the service representative visited to confirm the problem. Service representative informed biomed of a recall issued in march 2012. The facility did not receive this device alert. Service representative returned a few days later and replaced the brake plate kit on this bed. The bed was tested and returned to service.